Manufacturer narrative:
Changed part number from (B)(4).

Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00736, 00737, and 01121.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly the patient was revised due to mom complications (left). Corrected information (B)(6) 2014: allegedly the patient was revised due to unknown reasons.